Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and detachment of the device appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the heavily calcified and mildly tortuous proximal left anterior descending (lad) artery. Pre-dilatation was performed and the 2.25 x 23 mm xience alpine stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross and was removed from the patient anatomy without difficulty. Additional pre-dilatation was performed and the 2.25 x 23 mm mini vision stent delivery system was advanced; however, this device was also unable to cross, due to the patient anatomy, and a proximal shaft separation occurred. Although the device separated at a location inside the patient anatomy, both separated segments were easily removed from the patient anatomy without additional intervention. Additional pre-dilatation was performed and two 2.5 x 12 mm mini vision stents were then advanced and implanted without issue. There was no adverse patient effect and no clinically significant delay. Post procedure, the patient was in stable condition. No additional information was provided.